Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a blank/ white screen when the unit was turned on. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.